Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely tortuous and moderately calcified mid right coronary artery (rca). The 1.50mm x 8mm otw apex¿ flex balloon catheter was advanced for dilatation and was initially inflated to 14 atmospheres, the device was not achieve sufficient inflation due to the lesion calcification. During the second inflation to 14 atmospheres, the balloon ruptured. The device was completely removed from patient and the procedure was completed with a 1.25mm x 6mm non bsc balloon catheter. No patient complications were reported and patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device not returned therefore analysis of complaint device could not be performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).